Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a customer contacted adc and stated that on (B)(6) 2016 her adc meter would not turn on with a button press or test strip. The customer attempted to replace the battery, but this did not resolve the issue. The customer reported she went to her doctor on (B)(6) 2016, and that on (B)(6) 2016 she was placed on unspecified insulin as prescribed by her doctor. No further information was available as the phone call was disconnected prior to completion of the medical survey. Additional attempts to contact the customer to obtain additional information and to complete the survey(s) were unsuccessful. There was no report of death or permanent injury associated with this event.